Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse catheter and the loop was permanently closed. During ablation with the varipulse catheter, errors 307 and 306 were seen in on most of the electrodes. The catheter was pulled out and we saw that the loop has closed permanently. We needed to change catheter to successfully complete the procedure. There was no patient consequence. The customer's reported errors 306 and 307 are not considered to be MDR reportable since the potential risk these could cause or contribute to a serious injury or death to the operator or patient is remote. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Manufacturer's ref. # (B)(4).